Manufacturer narrative:
The referenced pump off and low speed advisory alarms were reported under medwatch MFR report # 2916596-2018-01702. The serial number of the device was not provided; therefore, the unique identifier (UDI), age of device, and manufacture date are not available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient¿s system controller log file was submitted with regards to pump off and low speed advisory alarms. No clinical symptoms were reported. During technical services¿ review of the log file a no external power event was observed. The no external power was potentially due to the power cord of the mobile power unit (mpu) coming loose at the mpu or the wall outlet or due to the patient disconnecting the lvad system from the external power supply. During this time the system controller¿s internal backup battery provided power to the pump as designed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a no external power alarm was confirmed in the review of the submitted log file. On (B)(6) 2018, the patient disconnected from the white power cable. Approximately 3 seconds later, the patient disconnected from the black power cable and a no external power/low battery hazard alarm was captured. Power was restored and no further no external power events were captured. The pump parameters were not affected during the no external power event captured in the log file and the system was supported by the backup battery. Per the vad coordinator, the patient did not confirm that the mpu power cord became disconnected from the wall outlet or the back of the mpu at the time of the event. The patient remains ongoing on vad support. No product available for investigation. The heartmate ii patient handbook document and the heartmate ii instructions for use explain all alarms and the proper actions to take if the alarms cannot be resolved. The heartmate ii patient handbook explains how to use the mobile power unit. Connecting the power cord is also described in this section. The document referenced above warns the user to ¿avoid positioning the mobile power unit where access to the power cord plug into the wall socket is limited or where disconnection of the plug from the wall socket is difficult. If there is a power failure, transfer from the mobile power unit to another power source. The backup battery in the system controller will temporarily power the pump while you transfer to batteries. Do not rely on the controller¿s backup battery as a power source during ac power failure, as it will only power the pump for a limited amount of time and the pump will stop¿. The heartmate ii lvas instructions for use and the heartmate ii patient handbook caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.